Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Visual inspection of the unit confirmed insulation damage through out the shaft and the handle. Further, the unit failed the insulation scan test. Probable root cause/s could be normal wear and tear and/or mishandling. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation has been compromised.